Event description:
Customer reported we were using the system for 3 yrs and during this period, the system had too many breakdowns. X-ray not possible. Switch off-on solves the problem. Logfile shows image detection segment controller (idsc) iris problems. It occurs at least once a day.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.